Event description:
Customer reported erroneous test results for cbc (complete blood count) and differential were obtained for one patient sample for the initial run and rerun on the same day when using the coulter lh 500 hematology analyzer. The results were compared to results obtained by a reference laboratory, which were considered correct. The erroneous test results were not reported out of the laboratory for this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and the blood sampling valve (bsv) actuator was lubricated, resolving the aspiration issues. The fse also cleaned (bleached) the bsv and the aspiration lines as part of preventive maintenance and replaced the needle. Product labeling evaluation: as per lh500 instructions for use (pn (B)(4)): if partial aspiration error message occurs after the sample aspiration has been completed, the data is invalid. "P" appears next to all parameter fields. "Partial aspiration" message is displayed in the sample status message field and the instrument stops. Customers are advised to ensure the specimen tube has a sufficient amount of whole blood, rerun the specimen in the auto mode; if error recurs, rerun that specimen in the manual mode and perform a clean needle procedure.